Event description:
Impella cassette was due to be changed, when new cassette primed and attached, noted leaking at yellow luer connection and appeared to have small crack at hub. Impella rep called, and told to do cassette bypass. Np and md above at bedside to complete procedure per instructions, pt tolerated well with resolution of leaking and alarms.